Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed that the injector moved faster than usual. Lens had two scratches and had to be removed from the eye. Additional information has been requested and received stating that it occurred during surgery the lens was inserted and removed. The plunger moved faster than normal causing to be forcefully injected. New lens was implanted without complication. There was no patient harm. Procedure was completed on the same day.

Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The device was received in a blister tray inside the carton. No intraocular lens (iol) received. The plunger is advanced outside of the nozzle tip. Solution is observed in the device. Heavy stress observed on the nozzle tip. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The device is reactivated with a new gas canister and activates with no issues. No issues with plunger movement or speed observed. The device stops as intended when the lever is released. Returned photos show iol on a monitor screen. The reported "scratches" cannot be confirmed from the returned photos due to quality of the photos. The reported speed issue was not observed during the device assessment. However, mark was observed on valve o-ring that could lead to the plunger not stopping, which is most likely what the customer observed the manufacturer internal reference number is: (B)(4).